Event description:
At the time of setting frame on the pt, radiology tech noticed that the tungsten tip of 55mm quick fixation screw was chipped off. He said that on that day, the quick fixation screws were not used on a pt. The hosp does not know when the break occurred and whether it involved a pt. It is impossible and not realistic for them to track the pts since all of them have left the hosp. There is a potential that the broken screw tip may or may not have been broken during a procedure allowing the possibility that the small fragment was left in the pt or could have retracted from the pt. There is also a possibility that the screw tip was broken during handling or storage. Root cause or potential impact to pt investigation is still ongoing.

Manufacturer narrative:
Investigation is ongoing. The broken screw tip is under investigation. More info will be provided upon conclusion of the investigation.